Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From lonely information initially provided, the cause for the event cannot be determined. Based on the product history records, and on the recurrence of this type of event for this implant, the investigation found no evidence to indicate a device issue. The cause for the device disassembly remain undetermined. Requests for additional information did not receive a response. The investigation found no evidence to indicate a device issue. If additional information was received that allow to draw a conclusion for this case , another report will be sent.

Event description:
Mobi-c p&f us : disassembly implant came apart while implanting and positioning it. Implant was removed and replaced by a new one of the same size. There was no harm to patient. Severals attempts were made to collect information on this event , no answer received.

Manufacturer narrative:
The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Attempts have been made and no further information has been provided. Implant is going to be returned but not received yet by manufacturer. Not received yet by manufacturer.

Event description:
Mobi-c p&f us : disassembly. Implant came apart while implanting and positioning it. Implant was removed and replaced by a new one of the same size. There was no harm to patient. Attempts have been made and no further information has been provided. Implant is going to be returned but not received yet by manufacturer.